Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample tested on the cobas e411 rack. The initial result was released to the physician. The physician informed the reporter that the patient previously showed a positive result which prompted a rerun of the sample. The initial result was "negative". The actual measured result was not provided. The first repeat result was 2708 miu/ml. This repeat result was deemed correct. The second repeat result was 2700 miu/ml. The reagent lot number: 58457905 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The customer stated that the qc recovery was acceptable. The field service engineer (fse) inspected the analyzer and found that the issue appears to be due to a bubble in the solution. The fse then checked the adjustments and rinse levels. He performed mechanical and verification tests with acceptable results. The cause of the event could not be determined.